Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a power failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - complete address: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device could not be lit due to a defective power unit and ignitor. Additional information has been requested regarding this event. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the visera pro xenon light source¿s lamp is not lit. The issue was observed during reprocessing. The patient was not under sedation and there was no delay to the therapeutic plasma electric cutting procedure. The procedure was completed using a similar device. There was no patient harm or user injury reported due to the event.